Event description:
During the operation, a great deal of difficulty was encountered getting the polyethylene insert into the tibial tray, and this required impaction to insert the polyethylene. Unfortunately 1 week post-operatively, pt developed signs and symptoms of a significant silent stress fracture that must have occurred at the time of surgery with the medial tibial plateau fracturing and becoming depressed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.